Event description:
On 08/23/2009, the patient reported that approximately one month ago, he experienced elevated blood glucose of 300 mg/dl for one week. He switched to his backup infusion device three weeks prior, and his blood glucose returned to normal, 110 mg/dl. He reviewed the bolus history of the infusion device and confirmed it was accurate. Further troubleshooting did not reveal any issues. The patient believes the bolus amounts were not accurately delivered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.